Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging that their one touch ultralink meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the complaint was classified based on the initial call placed by the patient on (B)(6) 2012. The patient mentioned that he meter would not power on. The subject meter was run over by a car on the afternoon of (B)(6) 2011. On (B)(6) 2012, he had felt dizzy; therefore, he increased his bolus and went to the ER where his blood sugar was between 375-400 mg/dl. He was treated with IV fluids in the ER. Product was replaced and requested back. At this time the complaint is being reported since the patient alleged that due to meter not powering on, since it was ran over by a car he was unable to test his blood glucose, developed symptoms and ended up in the ER for readings between 375-400 mg/dl and received treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k073231.